Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analyzes of the history log files it could be detected that the infusion was started with a flow rate of 21.88 ml/h (on (B)(6) 2020 at 11:28:45am). The complete infusion time was calculated for 24 hours. After start on (B)(6) 2020 at 11:34:38 am the rate and the time was changed. The new infusion rate was 21.41 ml/h. At (B)(6) 2020 at 07:10:30pm the flow rate was changed to a rate of 51.41 ml/h for a time of 1.5 hours. After 1.5 hours the rate was set to the starting infusion rate. The infusion was interrupted five minutes after the last change of the rate by an upstream alarm. After confirming of the pressure alarm the infusion was re-started in the next morning at 08:30am the infusion stopped. The total infused volume could be detected with 494.7 ml. Due th e visual investigation only some age related signs of tear and wear could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The inside of the device was investigated. In the inside could be found some dry residues of liquid. The bolt of the lower housing was damaged. The device fulfills the required values according to the specifications of the technical safety check (tsc). During an inside investigation no damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If we get a technical investigation report, a follow-up will created.

Event description:
As reported by the user facility (translation of information by bbm sales organization in (B)(4)): "infused too fast, overinfusion" customer information: the infusion was started with 500 ml + 30 ml electrolytes for 24 h. Starting at 12 noon, infusion rate 21 ml/h. Infusion ended 15.1 at 8.25. Should have been ended at 12.00.